Event description:
Customer reported that the insulin pump had some black marks on the display which made it difficult to read. Customer reported that he was unable to read the battery life indicator and that he had an alert that was also unclear at the time of the call. Customer stated that the insulin pump had recently been closed in a car door. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with bleeding and cracked lcd glass. Insulin pump received with cracked reservoir tube lip.